Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and diabetic coma on (B)(6) 2018 with blood glucose of 39 mg/dl. The customer was treated with long acting insulin. Customer stated the other blood glucose value was 445 mg/dl. The insulin pump will not be returned for analysis.